Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 45 cm 6fr destination sheath and dilator were received for product evaluation. The components were received mated together. Visual inspection revealed that the there was no damage noted on the sheath or the sheath tip. The sheath tip was viewed under microscope and no damage was noted. The dilator was also subjected to visual inspection and damage was seen on the tip. The dilator tip was observed under microscope and the tip was found to be deformed. The dilator shaft was viewed under fluoroscopy and no damage was noted. For functional testing, a guidewire was inserted into the dilator. The guidewire passed through the dilator without issue or resistance. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the likely that the damage on the dilator can be attributed to difficulties at the point of insertion due to user technique, scar tissue, calcification or a combination of these. The defect archive was reviewed for similar failure modes. There were defects noted for dilator tip damage which are attributed to improper handling during use of the device not during manufacturing. However, the exact cause of the reported event cannot be determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the customer was not able to push the destination sheath in its intended position over the wire. The sheath was blocked somewhere. The doctor thinks that there was something wrong with the inner lumen. The doctor used then another rsr01 and it worked well. There was no harm to the patient. Additional information was received on 11march2020: the procedure was a percutaneous transluminal angioplasty (pta). It was contralateral approach. The patient was not harmed and was stable.